Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verioiq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 115 mg/dl on the reported meter, and the laboratory result of 70 mg/dl within 10 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. There was no reported patient injury associated with this issue. The meter was replaced. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (submission (B)(4) 2012)-device evaluation: lifescan received the test strips with the complaint and completed device evaluation on (B)(4) 2012. The returned test strips passed testing. The alleged complaint was not confirmed. Lfs received the meter involved with the complaint on (B)(4) 2012; however, investigation has not been completed.

Manufacturer narrative:
Follow-up # 2 ¿ (6/11/2013). The patient's meter has been returned and evaluated by lifescan product analysis on 1/17/2013 and 5/28/2013, respectively, with the following findings:the meter involved with this complaint have passed all testing with no faults found. The meter was found to be unable to reproduce an inaccurate high message. If any additional information is available, the FDA will be notified in a second follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.